Event description:
It was reported that the patient underwent a lead removal. The right side lead was attached to a granuloma. The left lead was found to be intact with no apparent issues. The removed lead will be returned to the manufacturer. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
.